Event description:
In late 2008, the patient reported that her blood glucose was elevated over the weekend. On two days earlier, she woke up at 2:00am to urinate and her blood glucose measured 440 mg/dl. She bolused 3.5 units of insulin and a few hours later her blood glucose measured "hi" on her blood glucose monitor. She stated that she bolused over 25 units of insulin in 24 hours but her blood glucose continued to measure "hi". She changed the battery of the infusion device, the insulin, and she changed the infusion site twice. She stated that she felt very "sluggish" and she stated that on the day prior to original date, she stayed in bed until 3:00pm. She then disconnected from the infusion device and began injection therapy. When she woke up on original date, her blood glucose measured 201 mg/dl and when she arrived at work her blood glucose measured 84 mg/dl. She stated that she switched to her backup infusion device and her blood glucose is within her normal range. She stated that her normal blood glucose range is 45-140 mg/dl. She stated that the last time she changed her insulin cartridge and retracted the piston rod it would not stop and the infusion device made a grinding noise. She stated that she does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion. She was educated on the proper procedure. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.